Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 11500a inspiris resilia aortic valve in aortic position underwent a valve in valve procedure after an implant duration of 2 years, 5 months due to stenosis. Tavr was completed with a 26mm 9755rsl transcatheter valve.